Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing documents revealed no discrepancies. The item returned was documented as faultless prior to distribution. Appearance of damage indicates high force application (tightening, hammer hits) whilst the device was not properly assembled with the corresponding jaws or whilst a non corresponding staple was clamped. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related (deviation from surgical technique). No non-conformity was identified.

Event description:
It was reported that while the surgeon was impacting the stamp, it was reported that the product broke. The broken piece dropped to the floor. The procedure was delayed for less than 10 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while the surgeon was impacting the stamp, it was reported that the product broke. The broken piece dropped to the floor. The procedure was delayed for less than 10 minutes.